Manufacturer narrative:
The remaining (nineteenth) unit was evaluated and the issue was confirmed. The unit had a worn component. It was initially reported there were 11 units with damaged components, but there were 10 units with damaged components. The final conclusion of all evaluated units is as follows: 10 units with damaged components, 3 units with worn components, 4 units with misaligned components, 1 unit with a loose component, and 1 unit with a missing component.

Event description:
This report summarizes <noe> 19 </noe> malfunction events, where it was reported the brakes were difficult or unable to be engaged. 18 events had no patient involvement. 1 event it was not known if there was patient involvement.

Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 18 devices were evaluated in the field and the issue was confirmed. 11 devices had damaged components; 2 devices had worn components; 4 devices had misaligned components; 1 device had a loose component; 1 device had a missing component. 1 device was not returned to service. 1 device has not been evaluated by the manufacturer. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 19 malfunction events, where it was reported the brakes were difficult or unable to be engaged. 18 events had no patient involvement. 1 event it was not known if there was patient involvement.